Manufacturer narrative:
The actual device was returned for evaluation. It was discovered during service and repair pre-testing the device had debris, a separated hose, and it was tampered with wrong muffler knob. (B)(4) evaluated the device. The reported condition was confirmed. It was observed that there was an unauthorized repair done on the device, nonconforming components were used. Evidence suggests this was due to misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that "the connector on the side was broken" on a control device. It was unknown if the device was used in surgery or if there were any delays to a surgical procedure. It was unknown if a spare device was available for use. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.